Event description:
Boston scientific received information that at a recent procedure for a normal device changeout that was at elective replacement indicator (eri), this right ventricular lead was surgically abandoned and replaced due to loss of capture along with pacing impedances greater than 2500 ohms. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.